Event description:
It was reported that while in use with a patient, there was cuff leakage. Suspected pinhole. Patient health effects are unknown.

Manufacturer narrative:
B3: date of event, d4: lot number, expiration date and h4: manufacture date are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One used decontaminated device was returned. Under visual inspection the product appeared to be in good condition. A functional inflation test was performed. The cuff was deflating during inflation from damaged surface of cuff including pinholes confirming the complaint. Because the cuff leak was not observed prior to use it was the most probable that the failure occurred during the tracheostomy procedure or during use by the user due to unknown circumstances. The root cause of this issue remains unknown. A device history record (DHR) review could not be performed as the lot number was unknown.